Event description:
It was reported that "during the PICC procedure, the wire could not be advanced into the needle, leading to the determination that the wire was defective. The procedure was successfully completed using a same new product, and the patient's condition was fine. Upon retrieval and visual inspection of the defective product, the wire was found to be unraveled." There was no medical intervention required.

Manufacturer narrative:
Qn#(B)(4). The customer returned one open kit with two guide wires for evaluation. The introducer needle was not returned. The 130cm guide wire showed evidence of use as biological material. The 45cm guide wire did not show signs of use. Both guide wires appeared intact with no evidence of damage or unraveling. Both welds were present and appeared full and spherical for both the 130cm and 45cm guide wires. Visual inspection of the introducer needle could not be performed as it was not returned. The core wire measured 131.00cm which is within the specification limits of 128.75-131.25cm per the guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.0175in which is within the specification limits of 0.017cm-0.018cm per the guide wire product drawing. The core wire measured 45.0cm which is within the specification limits of 43.75-46.25 per the guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.0175in which is within the specification limits of 0.0160in-0.0185in per the guide wire product drawing. The proximal end of the guide wire was functionally tested per the instructions for use (IFU) provided with this kit which states "raise thumb and pull arrow advancer approximately 4 - 8 cm away from introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into needle to further advance guidewire. Continue until guidewire reaches desired depth." The proximal end of the guide wire was advanced through a laboratory inventory 21ga introducer needle assembly. Both the 130cm and 45cm guide wires passed through the needle cannula with little to no difficulty. Functional analysis could not be performed on the needle as it was not returned. A manual tug test confirmed that the proximal and distal welds were secure and intact for both the 45cm and 130cm guide wires. A device history record review was performed, and there were no relevant findings. The IFU provided with the kit warns the user, "warning: do not apply undue force on placement wire or guidewire to reduce the risk of possible breakage." The customer report of an unraveled guide wire was not confirmed through examination of the returned sample. Visual examination revealed that both returned guide wires were undamaged with no evidence of unraveling. The guide wire met all relevant dimensional and functional requirements; however, the introducer needle was not returned. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances and the customer description , the root cause could not be determined as the introducer needle was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the PICC procedure, the wire could not be advanced into the needle, leading to the determination that the wire was defective. The procedure was successfully completed using a same new product, and the patient's condition was fine. Upon retrieval and visual inspection of the defective product, the wire was found to be unraveled." There was no medical intervention required.